Event description:
It was reported that prior to procedure m5 handpiece was not working. There was no patient involvment. Based on initial inspection it was found motor was not working and heating up. Overheating was noticed in less than one minute.

Manufacturer narrative:
Product analysis from initial inspection stated motor was not working and device heats up. The device was noisy and parts corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.